Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that his onetouch verio iq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient was unable to specify when the alleged inaccuracy issue first began but reported that he became aware of the issue approximately 6 months prior to contacting lfs. The patient reported that at the time the issue began he was managing his diabetes using a short acting insulin (humalog) and a long acting insulin (lantus). During the time from when the alleged issue began, until the time the patient contacted lfs, he had his short acting insulin changed to novolog and again to fiasp. At the time of contacting lfs the patient was using fiasp and lantus. During the call the patient reported that he takes 18 units of lantus twice daily and adjusts the dose of fiasp insulin based on food eaten and the readings obtained on his continuous glucose monitoring device (cgm), dexcon g5. The patient reported that he calibrates his cgm device using the results from his verio iq meter. The patient claimed continuing with his usual diabetes management routine in response to the alleged inaccuracy issue. The patient reported that after he first became aware of the alleged issue he started to develop hypoglycaemic events more often than usual. The patient claimed developing symptoms of ¿blacked out¿, became ¿stupid low¿, felt ¿dizzy¿ and had ¿very inhibited motor skills and cognitive ability¿. The patient reported receiving multiple treatments for these hypoglycaemic events either within hospital or when the emergency crew came to his house. He claimed receiving ¿glucagon¿, ¿d-50¿ and ¿intravenous sugar¿. The patient was unable to give any specific dates and times but claimed that he had been hospitalised approximately 15 times and claimed to have had more hypoglycaemic events at home. On the morning before contacting lifescan, the patient performed a blood glucose test with his verio iq meter and obtained a value of ¿308 mg/dl¿ which he believed to be inaccurately high compared to a value of ¿150 mg/dl¿ on his abbott freestyle light meter, the tests were performed less than a minute apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips were working together properly. In addition, based on the information provided the patient was following the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after adjusting his short acting insulin based on his cgm device which was calibrated to the alleged inaccurate results obtained with the subject meter.